Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose and diabetes ketoacidosis two years ago. Troubleshooting was performed. It was stated that the insulin was stored in the refrigerator and a cold insulin was used. Reviewed programming, basal, time/date, daily totals, and bolus history and all appeared to be correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.